Event description:
Patient presented to the physician with drainage from the ipg incision. Physician prescribed antibiotics. Patient presented back to the physician with exposure of ipg and infection at the ipg site. Physician started the patient on antibiotics, brought the patient into the or and removed the ipg, sense lead, and stimulation lead body. Physician had patient continue on antibiotics after the procedure was completed.

Event description:
Patient underwent an elective explant surgery on (B)(6) 2024 for removal of a stimulation cuff that was abandoned during the last procedure. The patient presented back to the physician with persistent neck swelling unresponsive to multiple courses of antibiotics. Patient was diagnosed with hidradenitis. Physician brought the patient into the or for debridement of the neck incision site and found a piece of plastic attached to the scarred tissue at the digastric tendon. Physician removed the plastic and closed the incision. At a follow-up, the patient showed improvement.